Event description:
It was reported that the cast cutter began overheating while removing a cast. The procedure was completed with another device. There was no medical intervention required and no delay in the procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter was received the manufacturer for service. An eval will be conducted, and follow-up report will be submitted if the results of the quality investigation require one.